Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4), multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07365. Concomitant medical products- biomet locking tibial bar catalog # 141205 lot # unknown, unknown tibial tray, unknown femoral component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to posterior wear of the polyethylene bearing. During the procedure, the tibial bearing and locking bar were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is also reported that the patient experienced pain. The polyethylene and patellofemoral arthritis resulted in instability.